Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR: 2134265-2013-08009, 2134265-2013-07908. It was reported that automatic pullback failure occurred. During the procedure, an opticross was used and able to show an image on the first use. When the physician used it for the second time, image disappeared and pullback could not be performed. Reconnection was done several times and then image appeared and pullback was able to be performed. However, during the third and fourth times of use, the pullback could no longer be performed. Physician exchanged the sled but the issue was not resolved. The procedure was completed with another with same device. No patient complications was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A kink was observed in the sheath assembly at 72.5cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The ccp board pins appeared normal and a good click sound was heard during insertion into the mdu system. No image appeared in the system due to electrical open at proximal as a result of a broken coax cable in the telescope assembly. A wavy imaging core in the telescope assembly was observed during x-ray analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08009, 2134265-2013-07908. It was reported that automatic pullback failure occurred. During the procedure, an opticross was used and able to show an image on the first use. When the physician used it for the second time, image disappeared and pullback could not be performed. Reconnection was done several times and then image appeared and pullback was able to be performed. However, during the third and fourth times of use, the pullback could no longer be performed. Physician exchanged the sled but the issue was not resolved. The procedure was completed with another with same device. No patient complications was reported and the patient's status is good.